Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow-up via merlin.net. Two inappropriate shocks were delivered by the implantable cardioverter defibrillator. The device paced on a t-wave after a premature ventricular contraction, which induced an episode ventricular tachycardia (vt). The device then treated that episode with anti-tachycardia pacing, which induced ventricular fibrillation (vf). The initial high voltage shock organized the vf to vt, and the second shock converted the patient to sinus rhythm. Programming interventions were discussed; however, no interventions were reported. The patient was stable.